Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced discharge from the incision in his back approx 6 weeks after implant. The catheter was removed; the pump remained implanted. The pt was given antibiotics. Approx one month later, oozing from the incision site of the pump was noted. It was subsequently removed and the pt was put on intravenous antibiotics. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a f/u report will be sent if additional information becomes available.